Manufacturer narrative:
Device history review: part: 03.010.523, lot: 8836145, manufacturing site: (B)(4), release to warehouse date: 05/09/2014, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the driving cap was received at us cq. The device had shallow scratches and scrapes along the shaft consistent with typical usage. The head of the device had small dents and was slightly discolored. The threaded tip of the device was broken off right at the first thread. No full threads were present. The fragment was lodged in the insertion handle. No other issues could be identified with the returned portions of the device. Dimensional inspection was not performed due to post manufacturing damage. Due to lack of a full thread it was not possible to get an accurate dimension on the threaded tip. Drawing(s) reviewed: (current & manufactured revisions) with no findings. The received device part # 03.010.523, lot #8836145 was manufactured at the (B)(4) site on 09 may 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was confirmed for the driving cap. The device had scratches and scrapes of its body and small dents on its head from typical usage. The threaded tip of the device had broken off and was received lodged in the associated insertion handle. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the driving cap broke off of the insertion handle while the implant was being put in a tibial nail ex during an unknown procedure. The threads of the driving cap are still in the radiolucent insertion handle. Fragments were not generated from a broken device. There was no surgical delay reported. Procedure was successfully completed. Surgery was completed without issue. Patient outcome was good. Concomitant devices reported: unknown tibial nails (part# unknown, lot# unknown, quantity# 1), radiolucent insertion handle (part# 03.010.485, lot# 8806938, quantity 1). This is report 1 of 1 for (B)(4).